Manufacturer narrative:
The device currently remains implanted. Should we receive additional information, or the device is returned for analysis, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. In (B)(6), the device was showing 4.5 years remaining, and previously in 2018 it was showing 7 years remaining. The data is being reviewed by technical services to determine whether the device should be replaced. The device currently remains in service. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. Between follow-up visits, a decrease in the battery's longevity was observed. A copy of device memory was saved and submitted to technical services (ts) for analysis. It was initially determined by ts that the device was functioning normally, and that the increase in power consumption was due to high rate atrial sensing. Additional information was provided from the field, indicating that this device was explanted and replaced. No additional adverse effects to the patient were reported. This device was returned for analysis.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. In september, the device was showing 4.5 years remaining, and previously in 2018 it was showing 7 years remaining. Disk analysis was reviewed by technical services and they were able to determine that the device was functioning normally. The increase in power consumption was due to high rate atrial sensing. No adverse effects to the patient were reported. Additional information: the rep confirmed that the device is functioning normally, and remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.